Manufacturer narrative:
Section h10: (h3) based on previous complaint investigation and the returned device, the broken impactor handle reported was likely the result of not fully securing the impactor handle to a mating tip, and then impacting off-axis, which led to crack initiation, propagation, and ultimate failure of the threads on the handle.

Manufacturer narrative:
Pending evaluation. No information provided in the following section(s): age or date of birth, weight, ethnicity, relevant tests / laboratory data, other relevant history, preexisting medical conditions, implant date (2021 reports), explant date (2021 reports), was this device serviced by a third party?, returned to manufacturer, date received by manufacturer, adverse event, device manufacture date, recall (if recall number is given) or correction/removal number (if given) (2021 reports) , correction/removal number (2020 reports).

Event description:
As reported, the surgeon was using the instrument in an anatomic case on this male patient, he used a mallet to impact the head onto the stem and when he took the impactor head away from the head he noticed it has broken at the junction of the impactor head and the handle. The device will return for evaluation.